Event description:
It was reported that an increase in capture threshold was observed on the right ventricular lead of an asymptomatic patient. A chest x-ray revealed that a perforation had occurred. The lead was explanted and replaced. The patient was noted to be in excellent condition following the procedure.

Manufacturer narrative:
UDI (di): (B)(4).